Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 7.5 mg/ml at 3.35 mg/day and dilaudid 10 mg/ml at 4.471 mg/day via an implanted pump for an unknown indication. The event/difficulty occurred (B)(6) 2018 during normal use. It was reported the pump was decreased to minimum rate as the patient experienced altered mental status of an unknown etiology. Environmental/external/patient factors that may have led or contributed to the issue included a fall from loss of balance from a chair getting in the way. Per the patient¿s spouse, at 0100 on (B)(6) 2018 the patient attempted to move chair out of way from sitting positions and lost balance, hit his head, no loss of consciousness but copious blood apparent. No medical treatment requested at this time. The patient was encouraged to sit in recliner by spouse and slept for the next 16 hrs. Spouse reported difficulty in arousing the patient and had to call the son, who instructed the patient to call emergency medical services (ems). No troubleshooting was performed. The flex dosing of 4mg dilaudid was adjusted to minimum rate per provider request. No determination was made as to why the patient had altered mental status and the patient was to remain hospitalized. The patient was currently diagnosed with altered mental status on the (B)(6) protocol and the head CT scan was unremarkable. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- with injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention did not occur and was not planned. The patient¿s weight was 300 pounds and medical history included congestive heart failure, obesity, hernia, and alcoholism. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2018 indicated it could not be determined if the altered mental status and hospitalization were related to the patient¿s device or therapy and the cause of the altered mental status was undetermined. It was also undetermined if the event was resolved. No further complications were reported/anticipated or expected.